Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of groin pain ('pain in the right groin area') and hydronephrosis ('right sided hydronephrosis') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy and nephrolithiasis. In 2013, the patient had essure inserted. In 2013, the patient experienced groin pain (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), pain ("pain spreading to the dorsolumbar fossa"), peripheral swelling ("increase in the circumference of the right leg of 2 cm compared to the left leg") and limb discomfort ("heavy feeling in the leg") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced asthenia ("asthenia"), visual impairment ("visual impairment") and infection ("infections"). The patient was treated with physical therapy (compression stockings) and surgery (essure removal - bilateral coronectomy and insertion of a double j catheter). Essure was removed on (B)(6) 2019. At the time of the report, the groin pain, pain, peripheral swelling, limb discomfort, uterine leiomyoma, asthenia, visual impairment and infection outcome was unknown and the hydronephrosis had not resolved. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered asthenia, groin pain, hydronephrosis, infection, limb discomfort, pain, peripheral swelling and visual impairment to be related to essure. The reporter commented: the patient has been experiencing the events since the insertion of essure. Double j catheter [interpreted as ureteral stent] was removed in (B)(6) 2018, since no urological cause for the symptoms was found. Right side hydronephrosis persists, for which the etiology has come back negative. Reference number unknown, serial number unknown. Sample was available. Essure was removed at the patient's request and due to medical reason (primary reason: adverse events). No follow-up after removal was available. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: no urological cause of the patient's symptoms; on an unknown date: essure devices were still in place, uterus containing some uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of groin pain ('pain in the right groin area') and hydronephrosis ('right sided hydronephrosis') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced groin pain (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), pain ("pain spreading to the dorsolumbar fossa"), peripheral swelling ("increase in the circumference of the right leg of 2 cm compared to the left leg") and limb discomfort ("heavy feeling in the leg") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with physical therapy (compression stockings) and surgery (essure removal and insertion of a double j catheter). Essure was removed. At the time of the report, the groin pain, pain, peripheral swelling, limb discomfort and uterine leiomyoma outcome was unknown and the hydronephrosis had not resolved. The reporter provided no causality assessment for groin pain, hydronephrosis, limb discomfort, pain, peripheral swelling and uterine leiomyoma with essure. The reporter commented: the patient has been experiencing the events since the insertion of essure. Double j catheter [interpreted as ureteral stent] was removed in (B)(6) 2018, since no urological cause for the symptoms was found. Right side hydronephrosis persists, for which the etiology has come back negative. Reference number unknown, serial number unknown. Sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: no urological cause of the patient's symptoms; on an unknown date: essure devices were still in place, uterus containing some uterine fibroids. Most recent follow-up information incorporated above includes: on 16-dec-2019: patient's initials and date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of groin pain ('pain in the right groin area') and hydronephrosis ('right sided hydronephrosis') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced groin pain (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), pain ("pain spreading to the dorsolumbar fossa"), peripheral swelling ("increase in the circumference of the right leg of 2 cm compared to the left leg") and limb discomfort ("heavy feeling in the leg") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with physical therapy (compression stockings) and surgery (essure removal and insertion of a double j catheter). Essure was removed on (B)(6) 2019. At the time of the report, the groin pain, pain, peripheral swelling, limb discomfort and uterine leiomyoma outcome was unknown and the hydronephrosis had not resolved. The reporter provided no causality assessment for groin pain, hydronephrosis, limb discomfort, pain, peripheral swelling and uterine leiomyoma with essure. The reporter commented: the patient has been experiencing the events since the insertion of essure. Double j catheter [interpreted as ureteral stent] was removed in (B)(6) 2018, since no urological cause for the symptoms was found. Right side hydronephrosis persists, for which the etiology has come back negative. Reference number unknown, serial number unknown. Sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: no urological cause of the patient's symptoms; on an unknown date: essure devices were still in place, uterus containing some uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of groin pain ('pain in the right groin area') and hydronephrosis ('right sided hydronephrosis') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy and nephrolithiasis. In 2013, the patient had essure inserted. In 2013, the patient experienced groin pain (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), pain ("pain spreading to the dorsolumbar fossa"), peripheral swelling ("increase in the circumference of the right leg of 2 cm compared to the left leg") and limb discomfort ("heavy feeling in the leg") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced asthenia ("asthenia"), visual impairment ("visual impairment") and infection ("infections"). The patient was treated with physical therapy (compression stockings) and surgery (essure removal - bilateral cornuectomy and insertion of a double j catheter). Essure was removed on (B)(6) 2019. At the time of the report, the groin pain, pain, peripheral swelling, limb discomfort, uterine leiomyoma, asthenia, visual impairment and infection outcome was unknown and the hydronephrosis had not resolved. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered asthenia, groin pain, hydronephrosis, infection, limb discomfort, pain, peripheral swelling and visual impairment to be related to essure. The reporter commented: the patient has been experiencing the events since the insertion of essure. Double j catheter [interpreted as ureteral stent] was removed in (B)(6) 2018, since no urological cause for the symptoms was found. Right side hydronephrosis persists, for which the etiology has come back negative. Reference number unknown, serial number unknown. Sample was available. Essure was removed at the patient's request and due to medical reason (primary reason: adverse events). No follow-up after removal was available. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: no urological cause of the patient's symptoms; on an unknown date: essure devices were still in place, uterus containing some uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: essure removal questionnaire received. Information added: medical history, essure removal date and details, events asthenia, visual impairment, infections, reporter assessment. Onset dates of events amended from (B)(6) 2019 to 2013, patient reported she had been experiencing events since insertion of essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of groin pain ('pain in the right groin area') and hydronephrosis ('right sided hydronephrosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced groin pain (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), pain ("pain spreading to the dorsolumbar fossa"), peripheral swelling ("increase in the circumference of the right leg of 2 cm compared to the left leg") and limb discomfort ("heavy feeling in the leg") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with physical therapy (compression stockings) and surgery (essure removal and insertion of a double j catheter). Essure was removed. At the time of the report, the groin pain, pain, peripheral swelling, limb discomfort and uterine leiomyoma outcome was unknown and the hydronephrosis had not resolved. The reporter provided no causality assessment for groin pain, hydronephrosis, limb discomfort, pain, peripheral swelling and uterine leiomyoma with essure. The reporter commented: the patient has been experiencing the events since the insertion of essure. Double j catheter [interpreted as ureteral stent] was removed in (B)(6) 2018, since no urological cause for the symptoms was found. Right side hydronephrosis persists, for which the etiology has come back negative. Reference number unknown, serial number unknown. Sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal on an unknown date: no urological cause of the patient's symptoms; on an unknown date: essure devices were still in place, uterus containing some uterine fibroids. Amendment: the report was amended for the following reason: this case was amended to incident since essure was removed. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.